Event description:
The following has been reported: nurse reported: staff report that when they try to slide the "unlock" it sometimes will freeze up and they cannot unlock pump. No patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.